Event description:
It was reported that during a pulmonary vein isolation (pvi) to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. The hemostatic valve took in air during aspiration via syringe after the dilator and guidewire had been removed. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Laboratory analysis of the returned faradrive steerable sheath identified a leak from the flush lumen. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap. Microscopic inspection of the hemostatic valve found no significant damage. With all the available information, boston scientific concludes the reported leak was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use during a pulmonary vein isolation (pvi) to treat atrial fibrillation. It was reported that the hemostatic valve took in air during aspiration via syringe after the dilator and guidewire had been removed. The faradrive steerable sheath was replaced with another faradrive steerable sheath, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.